Event description:
(B)(4). It was reported that post a percutaneous transluminal angioplasty (pta) procedure the patient died. A venous occlusion was identified in the transjugular intrahepatic portosystemic shunt (tips) right hepatic vein - right portal vein (rhv-rpv). Intraluminal diameter and lesion length were not measured. An 8.0x66mm wallstent stent was implanted. Clinical and radiological assessment identified the procedure as technically successful. Technical success and angiographic results were described as excellent and the clinical result was good. No procedural complications were reported. At discharge the subject was alive and had improvement in the luminal diameter (residual stenosis less than or equal to 30%). Hemodynamic and clinical success was confirmed. The documentation for the twelve-month follow up revealed that the subject had died in (B)(6) of 2007. Follow up assessments performed at 1, 3, 6, and 9 months found that the patient was alive. Improvement in the luminal diameter, hemodynamic and clinical success was confirmed at all visits. No additional information about the death was provided.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.